Event description:
Medtronic received information that following implant of this edwards bioprosthetic valve, the patient has not exhibited any interaction to the nurse and although he seems to follow around the room with his eyes open. The patient is not awakened or interacted in any way, and was becoming less responsive. A computed tomography (CT) scan of the patient's head showed no acute intracranial process. Electroencephalogram (eeg) shows diffuse generalized slowing which is marked suggesting severe encephalopathy. No other intervention or serious adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).